Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional tests, including defib cycling, temperature soaking, and impedance testing. Review of the activity logs show that on the incident date, the device was used on a simulator, not a patient, and cardioversion did not occur. However, a review of a prior event on february 7, 2025, showed shocks with large impedance differences, indicating poor pad-to-skin contact during cardioversion. This poor coupling likely caused the patient's burns potentially due to improper pad placement, inadequate skin prep, or air gaps under the electrodes. Returned pads could not be conclusively linked to the incident. The pads were scrapped. No device malfunction was found; it is recommended to assess pad placement and ensure proper patient preparation had been performed prior to discharging. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. There is no information available at this time regarding the degree of burns or treatment received by the patient.